Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered a code 1007 due to capacitor charge time exceeding limitations. The charge times were found to greater than 45 seconds. A low out of range shock lead impedance was noted to have caused the code 1007 after delivering an appropriate shock. The patient has since reported feeling dizziness and fatigue, with their heart rate in the 50s rather than their usual 70 bpm. It is suspected that the device reverted to backup mode at this time, and the battery was suspected of depleting prematurely. Subsequently, this patient underwent a replacement procedure for this crt-d and non-boston scientific lead. This crt-d is expected to be returned to for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered a code 1007 due to capacitor charge time exceeding limitations. The charge times were found to greater than 45 seconds. A low out of range shock lead impedance was noted to have caused the code 1007 after delivering an appropriate shock. The patient has since reported feeling dizziness and fatigue, with their heart rate in the 50s rather than their usual 70 bpm. It is suspected that the device reverted to backup mode at this time, and the battery was suspected of depleting prematurely. Subsequently, this patient underwent a replacement procedure for this crt-d and non-boston scientific lead. This crt-d is expected to be returned to for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies/an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to elective replacement indicator (eri) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. If pertinent information is provided in the future, a supplemental report will be submitted.